Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse preventively installed tubings. The cse adjusted aspirate probes which were not centered and adjusted a misaligned incubation ring. The cse also cleaned the sample compartment sliding covers due to dried serum residue. Quality controls and patient samples were run, resulting within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s) and the patient was administered an unknown medication. A new sample was obtained from the patient and was tested on an alternate instrument, resulting similarly. The sample was sent to an alternate facility for testing and the result was lower. The corrected result was reported to the physician(s). It is unknown if there are reports of adverse health consequences due to the discordant, falsely elevated troponin result.